Manufacturer narrative:
(B)(4). Results: a review of the manufacturing records for the device verified the lot met all pre-release specifications. Conclusion: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to improper component placement and surgical conversion. A separate report was sent for the following device: (B)(4).

Event description:
On (B)(6) 2016 a patient was undergoing an endovascular aorta repair with gore® excluder® aaa endoprosthesis featuring c3® delivery system. It was reported the contralateral leg component deployed outside the gate of the trunk-ipsilateral leg component. The contralateral side was closed with a vascular plug and a femoral to femoral bypass was performed. The patient did well following the procedure.